Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional information received reported that the patient feeling as if a shock was delivered while warming up for a cheer competition. Emergency medical staff evaluated the patient and noted that no arrhythmia was present. Device interrogation was performed and noted no shock was administered. The patient continues to report device movement in the pocket which has not been observed by the health professionals. The device remains in use.

Event description:
It was reported by the clinic that the patient reported feeling the device ¿vibrating¿ intermittently and has pocket discomfort. It was further reported that this vibration was felt by a second person. The patient ¿does not feel it has been pacing¿. The patient was brought to the clinic and the clinic staff was unable to recreate the symptoms in office nor could they product anything abnormal during testing with the programmer. The patient¿s family member reported that the device ¿protrudes and slides down¿ the ¿chest and slides down into¿ the patient¿s ¿armpit¿. The patient has been followed by the cardiologist and the device remains in use. No further patient complications have been reported as a result of this event.